Manufacturer narrative:
A ge oec service rep investigated the issue and duplicate the shaky image complaint. All system performance test reveal system operating within specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system was reported to have a "shaky" image during a procedure.